Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Sigma tibial insert would not lock into the tray. The surgeon tried both 7mm inserts and they would stay seated in the tibial tray. The 8mm insert locked into the tray immediately. There was nothing in the tray blocking it from locking in.

Manufacturer narrative:
Examination of the submitted device confirmed damage to the locking mechanism. The damage is consistent with the medial locking edge not properly sliding into the groove of the tray. Therefore, the deformation observed suggests that the root cause is misalignment of the insert relative to the tray during implantation. A complaint database search finds no additional reports against the provided product and lot combination. Review of the device history records did not reveal any manufacturing deviations or anomalies. No evidence was found indicating product error was a contributing factor to the reported event and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.